Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that there was a crack in the insulin cartridge of the infusion device. There was no leakage in the cartridge compartment. No adverse event was reported. The insulin cartridge lot number was not provided. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.